Manufacturer narrative:
The pod arrived not deployed. Rotational sensor malfunctions were observed in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. First prime ended prematurely, lasting 34 pulses. A rotational malfunction was replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational malfunctions, needle mechanism failure, and 0x42 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.